Event description:
According to the reporter, during a laparoscopic low anterior resection, after firing, even when the center control button is continuously pressed upward to return the articulated cartridge to the neutral position, it did not function. The event occurred after firing, and since the procedure had already been completed, no medical intervention was performed or required to resolve the event. Additionally, the charge of the powered handle ran out immediately; the charge could not be maintained. There was no patient injury.

Manufacturer narrative:
D10 concomitant products:, sig power control shell, (lot # unknown) sigadaptstnd, sig power sigadaptstnd linear adapter, (serial # unknown) egia60amt egia 60 artic med thick sulu, (lot # unknown) sig power sigsbchgr one -bay charger, (serial # unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: e1 (phone number and fax number). Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Evaluation noted that the data saved to the system showed that after the final firing in the field, battery errors were recorded associated with the battery being fully depleted. This could result in the handle not responding to requested inputs. It was reported that during the laparoscopic low anterior resection, after firing, even when the center control button is continuously pressed upward to return the articulated cartridge to the neutral position, it did not function. The reported conditions were confirmed. The product analysis noted evidence that the device was not used as intended. These issues may occur if the user inadvertently did not ensure the power handle was not sufficiently charged before use. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: ensure that the power handle is sufficiently charged before use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.